Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issues could not be determined. Factors that contribute to the inability to retract the foot, include, but not limited to tissue or suture caught in foot. The inability to close the foot likely contributed to the device entrapment. The treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: reportedly, the lever was returned to the original position; however, the foot plate wouldn¿t close after deployment. The physician was able to break the device at the guide to manipulate and close the footplate. The device was then removed. A cut-down and manual suturing were then performed to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event estimated as 09/26/2024 d4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that closure of a minimally calcified unspecified access site was attempted using a proglide device after an abdominal aortic aneurysm interventional procedure. Reportedly, the foot plate wouldn¿t close after deployment. The physician was able to break the device, and the device was then removed. Manual suturing was done to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.